Event description:
It was reported that the right atrial (ra) lead had an apparent fracture. The patient reported "significant symptoms" as "[atrial-ventricular] av synchrony was important to [the patient's] wellbeing." The fractured lead was capped, and replaced with the previously capped chronic ra epicardial lead. The physician noted a "very small insulation defect," unknown if this occurred during the capping or reaccessing of the lead; "was filled with medical adhesive and a suture cuff," tested, "showing excellent testing characteristics" and attached to the device. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.